Event description:
It was reported that the right ventricular (rv) lead showed "high rate non-sustained tachycardia." The caller indicated that the electrocardiogram (egm) looked "chaotic." Of note, impedances were stable, and no lead integrity alert (lia) triggered. The lead remains in use and the patient will be monitored. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d334drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).